Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device stopped working and would not pump up. Upon explant of the device it was noted that the tubing was broken. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. There was a hole in the reservoir adapter strain relief kink resistant tubing (krt) junction that was the result of a sharp instrument damage which probably occurred during the explant surgery; a leak was present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump per work instruction. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder bodies. Cylinder 1 had multiple leaks in the cylinder body that was the result of wear at a fold. Cylinder 1 was not pressure test due to the leaks that was identified. Cylinder 2 passed the leak and pressure tests performed. The krt of both cylinders was worn down to the filament. There were no leaks were found with the two pieces of tubing segment. The identified fluid leak is also the probable cause of the reported inflation and mechanical issues, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device stopped working and would not pump up. Upon explant of the device it was noted that the tubing was broken. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.